Event description:
It was reported that the pt's device had reached normal battery depletion. The pt experienced pain at the device implant site. The impedances were all within an acceptable range. The implantable pulse generator (ipg) was removed and replaced. No further details, pt's symptoms or outcome were provided. Additional information was requested, but not received at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.